Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the cause of the neurostimulator (ins) erosion and the scab over the ins remains unknown. The rep reported that the healthcare provider (hcp) removed the only the ins, cleaned out the pocket and took cultures. The rep reported that the ins wasn't being returned, as there was an apparent infection and it was disposed of by the facility. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the cause of the neurostimulator (ins) erosion and the scab over the ins remains unknown. The rep reported that the healthcare provider (hcp) removed the only the ins, cleaned out the pocket and took cultures. The rep reported that the ins wasn't being returned, as there was an apparent infection and it was disposed of by the facility. No further complications were reported.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that there was ins erosion. The rep reported that there was a scab over the ins pocket area. The rep reported that the surgeon wanted to remove the entire system on (B)(6) 2017. The removal of the surgical paddle lead, the flat connector and pocket adapter was discussed, along with partial removal of system components. No further complications were reported.